Manufacturer narrative:
Concomitant medical products: product ID: 8870, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump alarmed for an empty reservoir. When the nurse went to refill the pump they pulled back 9ml of drug. It was also reported that the 8840 update tab was greyed out and the nurse could not access it to update the pump. No symptoms were reported. No further complications were reported.